Manufacturer narrative:
Concomitant medical products: spdr01, crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited rising thresholds. The pacing lead was capped and replaced. The pacing lead was subsequently explanted. No patient complications have been reported as a result of this event.